Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right-side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as to surgical damage, a crack on diaphragm valve due to cracked valve seat diaphragm valve and delamination partial in the diaphragm valve assessed as to adhesive failure. Additional observations: crease fold observed in the surface. White particles inside/ outside of the device. Wear abrasion in the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right-side deflation. Device has been explanted and replaced.